Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to a bent cannula, which resulted in hyperglycemia with elevated ketones/diabetic ketoacidosis (dka) and associated symptom of vomiting. The patient's blood glucose level peaked at 451 mg/dl at the time of the event, the patient was treated with an intravenous insulin drip. The patient was released from the hospital on (B)(6) 2026 no further information available.